Event description:
This report pertains to the second of two events that occurred during the same procedure. Refer to manufacturer report #3005099803-2008-00302 for a description of the first event. According to the complainant, "... A second stonetome was used to cut the papilla at 120w. The physician turned on the electricity to 40w for hemostasis. After activating the sphincterotome 5 or 6 times ... The cutting wire detached." The procedure was completed with a third stonetome stone removal device. No patient complications were reported as a result of this issue and the patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
The device has not been returned. A device evaluation is not available; therefore, the relationship between the device and the cause of the event is undetermined. A search of the complaint database did not identify any additional complaints recorded for this lot. A review of the device history record (DHR) for this lot revealed no anomalies. The february 2008 15-month stonetome sphincterotome product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.